Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6). A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the drive manifold portion of all manifolds test failed while attempting to complete pm on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the drive manifold portion of all manifolds test failed while attempting to complete pm on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) replaced the drive manifold assembly and completed a full pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.